Manufacturer narrative:
Patient's device is exposed after multiple battery changes, a revision is being planned to resolve the issue.

Event description:
Envoy medical corp. (Emc) was notified on 30-jun-2026, that the implanted wiring was exposed. Site recommended a revision to repair the wound, during which the battery will be replaced. Patient was reported that there was no infection, but the physician prescribed an antibiotic out of an abundance of caution. Patient is scheduled for a revision surgery to resolve the issue on (B)(6) 2026. Patient/clinical history with emc: (B)(6) 2011 : implant. (B)(6) 2011 : activation. (B)(6) 2011 : fitting. (B)(6) 2012 : fitting. (B)(6) 2016 : battery change. (B)(6) 2020 : battery-change. (B)(6) 2025 : battery-change.